Manufacturer narrative:
Result: the pc400 coil distal portion of the pusher assembly was fractured approximately 64.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated that the pc400 coil fractured approximately 45.0 cm from the proximal end. Evaluation of the returned device revealed that the pc400 distal portion of the pusher assembly was fractured approximately 64.5 cm from the distal tip. The proximal end of the pusher assembly and the coil were not returned for evaluation. Without the return of all parts of the device, we are unable to conduct a complete analysis to determine a root cause; therefore, a root cause of this complaint cannot be determined. There was insufficient detail in the complaint description describing what took place prior to the fractured pc400 coil. These devices are 100% functional test during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra coil 400. During the procedure, the pusher of the penumbra coil became fractured approximately 45 cm from the proximal end. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.